Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the thrombectomy procedure to treat the occluded m1 segment of the left mca, vessel perforation of the m2 segment occurred requiring coil placement treatment. Post procedure, the patient was assessed having a tici score of 2a. The patient was discharged four days post the index procedure to a short term general hospital and assessed having a nihss scale of 16 and a modified ranking scale (mrs) of 5. It was reported that the patient still remains an inpatient. The physician indicated that the vessel perforation was caused due to positioning of the microcatheter along with administration of integrilin (dose unknown). No further information is available.

Manufacturer narrative:
Lot/serial no: updated. Expiration and manufacturing dates: updated. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, vessel perforation is a known risk associated with endovascular procedures and is noted as such in the device direction for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
It was reported that during the thrombectomy procedure to treat the occluded m1 segment of the left mca, vessel perforation of the m2 segment occurred requiring coil placement treatment. Post procedure, the patient was assessed having a tici score of 2a. The patient was discharged four days post the index procedure to a short term general hospital and assessed having a nihss scale of 16 and a modified ranking scale (mrs) of 5. It was reported that the patient still remains an inpatient. The physician indicated that the vessel perforation was caused due to positioning of the microcatheter along with administration of integrilin (dose unknown). No further information is available.